Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a procedure an ophthalmic operating console was froze, touch screen was unresponsive and could not shut down. Procedure was completed after restarting the console. There was no patient impact reported.

Manufacturer narrative:
The company representative was able to resolve the issue with the customer remotely. The system was therefore, not tested on site. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. This factor was later determined to be irrelevant to this investigation. A review for complaints reported against this/serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).